Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation") in a (B)(6) female patient who received essure (batch no. D08060) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced abdominal pain lower ("cramps"). On (B)(6) 2016, the patient experienced device deployment issue ("the coil would not release from the inserter"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. Essure was withdrawn. At the time of the report, the fallopian tube perforation had resolved and the abdominal pain lower had not resolved and the device deployment issue outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain lower and device deployment issue to be related to essure. The reporter commented: they will treat with z-pack and motrin. Also sales representative then said that when the doctor put the inserter into the birds nest during the procedure, the coil would not release from the inserter. The doctor pulled out the first coil. The doctor then used a new coil and the new coil was fine. Doctor's office only has coil for return (no inserter). Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: ultrasound scan result was essure coils are in each lumen. On (B)(6) 2017: pregnancy test urine result was negative. Quality-safety evaluation of ptc: we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 17-jan-2017: uterine perforation questionnaire received: no abnormal findings. No analgesia during insertion. The insertion was easy. The visualization of tubal os was easy. No complaints immediately after insertion. The previous event term "mild generalized pelvic pain/mild pelvic pain" was updated to "pelvic pain with right fallopian tube perforation". The right device had entered the tube and exited right after its insertion and was not within the fallopian tube. Company causality comment: this case report refer to a (B)(6) female patient who had essure inserted and, two months after insertion procedure, during a laparoscopic bilateral salpingectomy, it was found a right fallopian tube perforation. This event is anticipated in the reference safety information for essure. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the fallopian tube perforation was diagnosed two months after insertion; however, patient had been experiencing pelvic pain since insertion procedure. It is not possible to determine the exact time point and mechanism of perforation and, based on the nature of this event, it was considered as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were reported. Product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, this lot was performed per requirements and the products meet all release requirements. However, a relationship with the reported medical events cannot be totally excluded. After receiving follow-up information, a new product technical analysis is expected. No further information is expected from reporting physician.